Event description:
The customer reported that the device kept displaying a red x after passing the operational check test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and found that it was incapable of delivering therapy. The device error logs contained multiple ECG failures. The device was repaired by replacing the therapy pca. After passing all performance assurance testing, it was returned to the customer.